Event description:
During an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that when the physician was pushing the clip down the accessory channel on the scope, the clip released itself prior to the physician opening it [premature deployment in the scope]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The customer mentioned that the handle was held at the spool during advancement through the endoscope, which confirms pre deployment may have occurred due to holding the handle spool. The IFU includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.